Event description:
It was reported that a patient underwent a hip revision on the same day as the initial implant due to a post-op dislocation. The liner and head were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10 ¿ tprlc 133 t1 pps so 20x160mm, item# 51-103200, lot#7244589. Hxpe liner neut 58 ll x 36, item# 00-8751-013-36, lot# 65501354. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product identified metal transfer to the ceramic head which could be from both the dislocation and from the instruments where the head was attempted to be removed from the stem. The head is still attached to the stem. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional similar complaints for this item number. It should be noted however that physically the same device is included in an additional complaint, and reported in MFR 3002806535-2024-00105, where the head could not be removed from the stem taper upon revision after the dislocation which is investigated in this complaint (dislocation). Radiographs were provided and reviewed by a radiologist. The review identified that there is a left hip arthroplasty with a superolateral dislocation. The femoral head is anteriorly displaced on the cross-table lateral view, but the cup is not well visualized. There is no fracture. Other than the dislocation, no other implant failure is identified. The cup abduction angle measures approximately fifty-three degrees, at the upper limit of normal. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision on the same day as the initial implant due to a post-op dislocation. The head and stem were removed and replaced. Attempts have been made and no further information is available.